Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-mar-22 rtg0562005 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that today they noticed that the controller said stimulation was off. Caller stated they haven't touched the controller in a long time because they don't need to, but now they are getting no stimulation. Caller stated they don't know how stimulation turned off. Caller added that the implant has charge in it. Agent walked caller through turning stimulation back on. Caller confirmed stimulation was back on and they could feel it. Caller noted the controller was 30% and the implant was 50%. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists.